Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for device check. Upon interrogation, the implantable cardioverter defibrillator exhibited an episode of non sustained over-sensing episode due to crosstalk on the ventricular channel. No intervention was performed. Patient was in stable condition.